Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the reported event as the part number was incorrect etched on the product. Review of device history records identified no deviations/anomalies. Review of the complaint history determined that no further action(s) is/are required. The root cause of the reported issue is attributed as manufacturing error, as the part number was etched incorrectly on the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incorrect item number was etched on the device. This was discovered within the (B)(4) facility of zimmer biomet. No adverse events have been reported as a result of the malfunction.